Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
It was reported to philips that the device's tidal volume was not displaying. The device was reported to have been in daily testing. There was no patient involvement. An authorized service personnel(asp) was dispatched to the customer site and it was determined that the flow sensor needed to be replaced to return the device to working condition. The asp replaced the flow sensor to resolve the reported issue. The device passed performance verification testing.